Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, the customer called in to report that universal surgical manipulator (usm) 1 was repeatedly faulting out. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified fault 32056 on usm 1. A hard power cycle of the patient side cart (psc) was performed, but the system powered back up and faulted out again. The customer disabled usm 1 to proceed with the procedure as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. The unit was analyzed and error was confirmed and replicated. The logs revealed error code 32056, indicating the axes controller, arm (aca) in usm 1 failed to initialize the i2c device on the 0x2 axis. Visual inspection showed no related issues; however, agc current was found to be failing on the 0x2 axis during testing. A-b-a testing of the pitch searchlight printed circuit assembly (pca) confirmed it as the source of the fault, with the pitch searchlight sensor assembly identified as the root cause. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.